Event description:
Reportedly, upon interrogation, the green leds of the subject inductive telemetry head did not light up.

Event description:
Reportedly, upon interrogation, the green leds of the subject inductive telemetry head did not light up.

Manufacturer narrative:
Please refer to the attached analysis report.